Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after dinner, reaching a lowest blood glucose of 65 mg/dl, following meal announcement on top of ongoing algorithmic correction, and treated the low with oral glucose. Symptoms included none reported beyond the documented hypoglycemia. Outcomes included transient low glucose estimated for approximately 40 minutes without medical intervention, alarms, or ketone testing, and no need for backup therapy or suspension of insulin. Investigation included review of device data and user report. Investigation of this case revealed that meal announcements were made while the algorithm was correcting a rising glucose, which likely contributed to the subsequent low. It was concluded that the event was consistent with use-related error due to overcorrection behavior and timing of meal announcement rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.